Event description:
The customer called philips because monitor is failing. There was no specific reported malfunction for the device. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.